Manufacturer narrative:
Date of event - unknown. Account did not provide an exact date of when the visual disturbance and lens off center was observed, (2017). Explant date - account reported surgeon was planning to explant on (B)(6) 2017 and the lens was reported as explanted therefore this date has been provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent an implantation of a zxt225 22.0 diopter tecnis symfony toric intraocular lens (iol) on (B)(6) 2017. The patient presented post op with the lens off center and experiencing visual disturbance. Surgeon scheduled to perform an iol explant on (B)(6) 2017. Further information was provided in follow up with the surgery center. It was learned the lens was on axis, just decentered (no rotation noted). The affected eye is the left eye. The lens was explanted and an incision enlargement and one suture were required, there was no vitrectomy performed. The replacement lens was another zct225 of a higher diopter (23.5).

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.